Event description:
This pt was implanted with the argus ii implant on (B)(6) 2013. This pt is participating in a (B)(4) study of the argus iii. On (B)(6) 2014, the pt reported pain in the implanted eye. Upon examination, the doctors noted irritation of her conjunctiva and prescribed antibiotics. The pt was seen again in the clinic on (B)(6) 2014 and was noted to have conjunctival erosion over the lower suture tab located at the electronics case. The pt had a revision surgery on (B)(6) 2014 in which the surgeon closed the wound and covered it with tutopatch. The pt was seen again on (B)(6) 2014 and the conjunctiva erosion had recurred, this time over the upper suture tab on the case. On (B)(6) 2014, the pt had a revision surgery in which the suture at the suture tab was removed (it was loose) and was re-sutured. The surgeon then applied tutopatch over the sutures and the case. The pt returned to the clinic on (B)(6) 2014 and the conjunctiva had eroded again, this time over both suture tabs and electronics case. The pt asked to have the device explanted. The device was successfully explanted on (B)(6) 2014 with no adverse sequelae.

Manufacturer narrative:
There was no defect or malfunction of the device associated with this event. All pertinent info available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.